Event description:
The customer reported that the system displays a pre-charge error message. The system is never fully functional due to the error.

Manufacturer narrative:
The ge service rep was unable to duplicate the pre-charge voltage error upon arrival, however, he did find the cb1 on the generator in the off position. This will cause the pre-charge voltage error the customer experienced. He checked out hte charging system and batteries completely with no problems noted. He was unable to determine how the cb1 got in the off position at this time. System fully operational and operates as intended.